Manufacturer narrative:
(B)(4). This device is not approved for sale in the USA. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2015-01093.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2015-01093.

Manufacturer narrative:
Conclusion: an intermittent electrical open was observed on one of the returned adapters. The electrical open could have caused a change in therapy or ineffective therapy if it occurred over the implant period. The original lead impedances were not reported, therefore, it is unknown if the electrical open occurred during the implant period or during the explant procedure. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2 reference MFR report: 1627487-2015-01093.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.